Manufacturer narrative:
(B)(4). The sample was received by the baxter product analysis lab (pal). This complaint is related to sample lot number # 11h25b. The sample was unable to be decontaminated due to blood and thus was unable to be evaluated.

Manufacturer narrative:
(B)(4). The baxter product analysis lab (pal) received 1 used xenium 210 dialyzer for evaluation. Evaluation results indicate: the sample was disinfected with 10% bleach. A visual inspection was performed and no obvious defects were found. An underwater leak test was performed and no leaks were detected. The complaint could not be confirmed. Nipro, manufacturer, performed a batch review and retained sample testing and no abnormalities were found. The event was not confirmed. A root cause could not be identified.

Event description:
On (B)(6) 2012 baxter received three samples of xenium 210 dialyzers for evaluation in relation to a separate report. The samples received were from a different lot than what was initially reported by the customer. This report addresses one of the incidents associated with this lot of product. The customer initially reported that the facility had had issues with xenium dialyzers causing air in line alarms and/or patient reactions. Approximately 45 minutes into hemodialysis therapy, the gambro machine would alarm "air in line" multiple times. Therapy was stopped as this patient became symptomatic: symptoms unknown. It is unknown what interventions were required. The patient outcome is unknown.